Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this implantable cardioverter defibrillator (ICD) and right ventricular (rv) lead exhibited noise and oversensing that resulted in inappropriate anti-tachycardia pacing (atp). A copy of the episode was submitted to boston scientific technical services (ts) for review. Ts reviewed the episode and discussed that the noise appeared mechanical in nature and was consistent with air bubbles in the device header. Programming changes were made and a follow up was planned for the following day. No further noise was observed during the follow up and the noise was felt to be related to air bubbles in the device header. Available information indicates that this product remains implanted and in service. No adverse patient effects were reported.